Event description:
In (B)(6) of 2014, I allowed my doctor to convince me that essure was right for me. A month after getting it, I had heavier periods, started getting migraines more frequently, had horrible cramping for no apparent reason. Then I got pregnant in (B)(6) 2015. The pregnancy was horrible, since I was terrified that I'd have to endure a miscarriage or stillbirth. I was "lucky" though, and delivered my son (B)(6) 2015. The birth nearly killed me due to a placenta that wouldn't detach because of the scar tissue in my uterus. I still hurt every single day with cramps, migraines, can no longer wear jewelry of any kind without a rash, sex is horribly painful, and my sex drive is almost nonexistent at the age of almost (B)(6). I'm currently taking a second form of birth control, the (B)(6), and had a menstrual cycle that lasted 4 weeks, stopped for a day, and then started again for almost a week.